Manufacturer narrative:
Continuation of d10: product ID: {{mdt-trans-valve}}; product type: {{0195 heart valves}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter aortic valve, a capsule tear appeared to have occurred when the valve was brought into the inflow cone. Subsequently, when loading was completed, the tear was prominently seen and confirmed. The existing valve then was loaded into a new delivery catheter system (dcs) and used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The dcs was received with the handle and capsule fully closed. The handle retracted and advanced the capsule with no issues. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house evolutfx-34 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter, there was evidence of a tear at the distal end of the capsule. Nitinol reinforcing frame was noted on the distal end of the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. Updated: d9, e1, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter aortic valve, a capsule tear appeared to have occurred when the valve was brought into the inflow cone. Subsequently, when loading was completed, the tear was prominently seen and confirmed. The existing valve then was loaded into a new delivery catheter system (dcs) and used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received indicating that no loading check was performed with the first dcs.

Manufacturer narrative:
Updated data: a1. A2. A3a. B5. Added second paragraph. D9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.